Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Additional information received from the device investigation confirmed that mhlas abutment screw will need to filed separately from the bellatek abutment (tsvldat4). Upon reassessment of the reported event, it was determined that this loosening event was filed under the incorrect device (tsvldat4) and therefore, incorrect manufacturing site, MFR number (0001038806- 2020 -01694) on 30 oct 2020. As a result, the event has been reassessed and is being filed under the correct MFR number (0002023141-2021 -00357). As a result, no further medwatch reports will be submitted for tsvldat4. Please refer to MFR# 0002023141-2021-00357) for follow up submissions and investigation results. Sections updated: b4: date of this report g4: date additional information was received by manufacturer. G7: type of report and follow up number. H2: follow up type. H10 manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight is unknown. Event date is unknown. Title of report is unknown. Additional 510(k) number is k143505. Product has not yet been returned.

Event description:
It was reported that the abutment and crown came loose in the patient's mouth. Attempted abutment placement into a different implant and there was no friction fit engaging. No injury to the patient noted. Patient will return for a new prosthesis. Tooth #19.